Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that debris was found in the sterile package at incoming inspection. There is no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the provided pictures identified that there is debris in the sterile package. Device history record was reviewed and no discrepancies were found. The product was likely non-conforming when it left zimmer biomet control. The likely root cause of the reported issue is attributed to operator not following instructions during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.